Event description:
It was reported that during a coil embolization pediatric case, the coil was manipulated in the internal thoracic artery, and it prematurely detached. The coil was removed stuck inside the microcatheter. Another coil was used to continue the procedure. There was no patient injury or intervention. The patient¿s condition was reported as having no health damage.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.